Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the set up joint (suj) 3 to resolve the reported problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported having repeated faults on universal surgical manipulator (usm) 3. System logs confirm high side switch fault reported by axes controller setup joint (acj) wrist brake current monitor. Customer selected to disable arm to continue procedure setup. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.